Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. Later, healthcare professional reported "deflation not capsular contracture." Device has been explanted.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. Later, healthcare professional reported "deflation not capsular contracture." Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ yellow particles in device inner surface are observed. ¿ creases are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.